Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-jun-04. The patient had questions and concerns regarding why the stimulation had to be turned on with their controller during a charging session. After consulting with technical services they found this could be due to either cycling being in off mode or the way they were prompting the controller. A review of this was given to the patient who verbalized understanding. The patient would try at home with their sister¿s assistance. The rep would check the status of patient concerns at their next appointment. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the therapy was turning off by itself. The rep stated that when the ins was at 100% after charged ¿and stim is not working¿ unless they would push the white button on the top of the controller and then press the button to turn stimulation on. The patient was claiming that after the charging session was complete, the stimulation was turning off. The patient claimed that when this occurred they were not feeling stimulation, so they thought it was turning off. They noted they did not have cycling enabled. Technical services reviewed how to check the status of the stimulation without using the white button to turn the stimulation on. The rep was to review this information with the patient and have them attempt to do that before turning the stimulation back on. No further complications were reported. Follow up was conducted.